Event description:
The customer reported that the system would be stuck in the cine function and the screens would go dark. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The general purpose operating system was replaced. All the boards were reseated and the monitor was adjusted. The system was tested and found to be working as intended and put back into service.